Manufacturer narrative:
Patient code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative. It was reported the patient felt ¿flu like symptoms¿ on (B)(6) 2018 and was aching back/neck/ ¿all over,¿ headache, nausea, and chills. The patient went to the primary care physician (pcp) on (b)(62018. The patient was negative for flu and was treated with two doses of thermaflu. On (B)(6)2018 the patient heard the pump alarms and went to their pain managing hcp. Then the patient knew the symptoms were due to withdrawals. The physician assistant (pa) ¿fixed¿ the pump. The patient had no symptoms for few hours. Approximately(B)(6)2018 the patient went to ¿full withdrawal¿; curled in a ball, crying, extreme pain in abdomen/ body, was emotional, and shaking. The hcp was updated. There were no contributing factors that led to the issue. The hcp scheduled a pump replacement after the patient returned on (B)(6)2018. The hcp provided the patient with oral morphine as needed. The logs show a motor stall occurred (B)(6)2018 and (B)(6)2018. Motor stall recovery occurred (b)(62018 22:52; motor stall occurred (B)(6)2018 00:28; motor stall recovery occurred (B)(6)2018 03:36; motor stall occurred (B)(6)2018 03:55. The patient agreed to surgery. The hcp replaced the pump on (b)(62018. The issue was resolved. Patient status was alive - no injury. The pump was delivering morphine 10 mg/ml; 2.2 mg/day and bupivacaine 15 mg/ml; 3.3 mg/day. The hcp decreased the daily dose 25%: morphine 1.6 mg/ day and bupivacaine 2.39 mg/day. The pump was in pathology. Patient weight was (B)(6). Medical history was the pump was implanted to help right hip/ right buttocks pain the patient developed after kidney surgery, due to cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving bupivacaine, 15 mg/ml concentration at 4.5 mg/day dose and morphine, 10 mg/ml concentration at 3 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). Pump status and/or event log reported motor stall occurred and motor stall (active). No symptoms were reported. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly; corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative. A rotor study and dye study were performed, and the results were good. The patient recovered without sequela.